Event description:
It was reported that the intra-aortic balloon (iab) was prepped and inserted. The iab therapy had begun and the pressure tubing extension line cracked inside the metal luer; blood was dropping onto the floor. As a result, the perfusionist exchanged the tubing.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.